Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during warm up. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. A transmitter fatal error was observed in the data. The reported event of a new sensor error during warm up is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.